Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01234, 1627487-2023-01235. It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable, and stimulation was lost as ipg could no longer communicate with external devices (related manufacturer reference number 1627487-2023-01234). Surgical intervention was undertaken wherein the ipg was explanted and replaced. During procedure, both extensions had high impedances and were explanted and replaced as well. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.